Event description:
It was reported that a pt returned to an orthopedic surgeon's office with a heel abscess, following a 2000 achilles heel surgery. The pt experienced wound-healing problems at the suture site and 2 additional surgeries were required to remove the sutures.